Event description:
It was reported the procedure was being performed on a (B)(6) male pt, (B)(6), with a medical history of renal insufficiency. The hub assembly was being prepped for use and the extension line caps were removed. During line flush with heparin they noticed the blue extension line hub was cracked. As a result, a new hub replacement set was used for the procedure. There was no delay in treatment, no pt death, and no complications were reported. See MDR # 1036844-2012-00196 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.